Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water (a/w) cylinder and a/w channel was unable to be further specified. Moreover, no deformation of the cylinder nor channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the air/water tube and cylinder. The additional evaluation findings are as follows: the air/water cylinder had not color, the suction cylinder had no color, the switch box had a scratch, the base plate was dirty due to water leakage, the plug unit had corrosion, the cable unit was dirty due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, due to damage on the endoscopic position detecting (upd) unit, the upd did not work, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, due to wear of the angle wire, the play of the "right/left" knob was out of standard value, the plastic distal end cover had a scratch, the adhesive around the objective lens had discoloration, the adhesive around the light guide lens had discoloration, the adhesive on the bending section cover had a crack, the connecting tube had a cut, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the air/water tube and cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation